Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the delivery balloon would not deflate. A taxus express2 drug eluting stent of unknown size was deployed in an unknown vessel but the delivery balloon would not deflate. The procedure was completed with this device. It was reported there were no patient complications and the patient is ok. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.